Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) replaced the breath delivery (bd) power control/distribution printed circuit board assembly (pcba). The se performed extended self-testing on the device and all tests passed if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator failed the bd (breath delivery) audio test portion of the est (extended self-test). The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Device evaluation: a breath delivery (bd) power controller printed circuit board (pcb) and the bd power distribution pcb was returned for failure investigation. A visual inspection of the returned components was performed, no notable conditions were found. The returned components was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. The root cause of the failure was isolated to a c4 capacitor on the bd power controller pcb. If information is provided in the future, a supplemental report will be issued.